Event description:
Related manufacturer reference number: 1627487-2023-03104, 1627487-2023-03105. It was reported the patient experienced lead migration and an inoperable ipg due to not recharging the ipg as recommended. As such, the ipg became inoperable. Surgical intervention took place where in the ipg and leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.